Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Use error/training. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet the customer allowed the pump battery to deplete due to not charging the battery leading to elevated blood glucose level. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Customer has not addressed the elevated bg. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.